Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -8.0 diopter was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to inflammation and pigment dispersion occurred.; then steroid eye drops were prescribed and induced iop. A trabeculectomy was performed. Cause is due to a patient related factor of pigment dispersion syndrome.

Manufacturer narrative:
Weight, ethnicity, and race: unk. (B)(4). Claim # (B)(4).